Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific informed as follows: it was reported that this rv lead was explanted on (B)(6) 2020 due to low pace impedance measuring less than 200 ohms.

Manufacturer narrative:
Additional information was provided. This lead was displaying noise and oversensing as well. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead body. In particular between 56 cm and 57 cm distal to the is-1 connector pin the outer and inner insulation were found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Additional information was provided. This lead was displaying noise and oversensing as well. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.